Event description:
It was reported via repair work order that the zoom was intermittent due to damaged zoom handle and damaged retaining ring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.